Event description:
The maude database revealed an allegation against impella. The pump was delivered to support a pci one year and one month after the transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve. A year later, the patient had an echo performed which made the allegation of the impella causing a shift of the valve. The patient was symptomatic and as such the team placed a new 29mm sapien 3 ultra resilia valve. The allegation of the interaction between the 1st valve and impella was reported to the FDA by edwards life sciences. The pump investigation is not possible, and further details are not forwarded. No account can be followed up with for clinical details by the physician/team.

Manufacturer narrative:
The impella pump investigation is not possible, and further details are not forwarded. No account can be followed up with for clinical details by the physician/team.